Manufacturer narrative:
(B) (4). Evaluation: results: (95% stenosis, long tough lesion, moderate calcification), (force used). Conclusion: (95% stenosis, long tough lesion, moderate calcification), (force used). Evaluation summary: the device was returned for evaluation. A number of struts on the 1st distal stent segment were raised and pulled distally over the distal marker band. The proximal balloon pillow and 1st proximal stent appeared slightly flared. The damage to the 1st distal stent segments suggests that the struts were caught and pulled distally as the device was withdrawn. The account reported a dissection in the left main, however, it is unclear based on the information provided when this occurred.

Event description:
A 3.00mm diameter x 24mm length endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of a moderately calcified, long, proximal lad lesion, which exhibited 95% stenosis. Prior to the insertion of the endeavor resolute rx drug-eluting stent, the lesion had been pre-dilatated with a 2.50mm diameter balloon, to 14 atms. Information received from the account indicated that the endeavor resolute rx device was inspected prior to use with no issues noted. It was reported that the physician found it tough to cross the lesion and force was required in an attempt to place the endeavor resolute stent. It was reported that the physician removed the device from the patient, possibly to carry out further pre-dilatation. It was reported that upon removal of the device from the patient, a `blurr' or something at the distal end of the stent was noted. It was reported that this was a very complex and risky case, with a dissection of the left main noted. The lesion in the lad/lm was finally treated with other brand stents. Post procedure status was reported to be good. No clinical sequelae were reported.